Event description:
Cranial device explant.

Manufacturer narrative:
Additional information like patient's weight and infection cause/type was requested, but the sales representative was not able to provide the requested information.